Manufacturer narrative:
(B)(4) date sent: 6/10/2026. D4 batch #: unknown. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: 1. What is the severity of the burn? The burn was classified as second-degree (2b). 2. What medical intervention was used to treat the burn? The injury was managed by a specialized wound care clinic, including treatment with topical creams, debridement, and dressings. 3. Besides the burn, did the patient experience any additional adverse consequences due to the incident? No additional adverse consequences related to the burn were reported. 4. Are there any anticipated long-term effects from the burn or injury? The patient is currently undergoing weekly wound care treatment and follow-up by plastic surgery. To date, management has been conducted using conservative (non-surgical) measures. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is a photo of the burn available for review? What was the site of the burn? What was the size of the burn? What was the patient set up during the procedure? What other accessories and devices were used in the procedure? Can specific details be provided regarding what may have caused or contributed to the patient burn? What were the alleged deficiencies with the megen1 that caused or contributed to the patient burn? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that an adverse event occurred while using the equipment, causing a burn to the patient.